Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, rupture, other-technical, other-medical, lump/nodule.

Event description:
Patient reported right side "rupture". Patient later reported "upset and worried" and "rupture" confirmed by ultrasound. Healthcare professional additionally reported "local pain"," breast with signs of rupture", " intra- and extracapsular rupture","post-operative architectural distortions in both breasts", "heterogeneous material inside", "signs of silicone extravasation in the surrounding areas", "breast parenchyma with heterogeneous echotexture", "mild post-operative distortions in both breasts", "retromuscular breast implant", "rare sparse cystic formations of simple characteristic measuring up to 0.7cm", "rare simple cysts in both breasts", "hyperechogenic lymph node at axillary level I on the right, probably infiltrated by silicone extravasation. Bi-ads 2" confirmed by ultrasound and MRI. Device remains implanted.

Event description:
Patient reported "rupture". Patient later reported "upset and worried" and "ruptured" confirmed by ultrasound. Healthcare professional later reported "local pain"," breast with signs of rupture", " intra- and extracapsular rupture","post-operative architectural distortions in both breasts", "heterogeneous material inside", "signs of silicone extravasation in the surrounding areas", "signs of silicone extravasation in the surrounding areas", "breast parenchyma with heterogeneous echotexture", "mild post-operative distortions in both breasts", " "retromuscular breast implant", ""rare sparse cystic formations of simple characteristic measuring up to 0.7cm", "rare simple cysts in both breasts", "hyperechogenic lymph node at axillary level I on the right, probably infiltrated by silicone extravasation. Bi-ads 2" confirmed by ultrasound and MRI. Later legal representative reported ¿extreme distress and fear¿ and ¿intra- and extracapsular rupture¿ and ¿hyperechoic lymph node axillary level I, infiltrated by silicone leakage¿. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: silicone migration.